Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. After the impella was implanted, the pump was removed after multiple attempts to free up from the papillary muscle. The pump was reinserted two additional times after flushing and visually inspecting the pump. Optimal position was obtained. Additionally, the patient had a generous amount of groin ooze due to the nurse applying femstop directly to site verses above the site. The site was repaired, redressed, and blood was administered. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Use of the device cannot conclusively be associated with the outcome.